Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v011532, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v011516, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. (B)(4).

Event description:
It was reported the patient experienced an overdischarge of their implantable neurostimulator (ins) and ¿telemetry issues.¿ it was noted the last time stimulation was felt and they had a successful recharging session was ¿one to two months¿ prior to report. It was specifically stated the patient recharged and used the ins ¿five weeks¿ prior to report. It was stated the patient¿s programmer and recharger ¿could not communicate with the ins.¿ the patient was redirected to their health care provider (hcp) to have physician mode recharges performed. Additional information from the patient's physician indicated that a trickle charge (physician mode recharge) was done on (B)(6) 2013, but that a replacement was needed. The cause of the event was attributed to the stimulator. On (B)(6) 2013, the stimulator was replaced. There had been no contact from the patient (to the physician) since their follow up appointment on (B)(6) 2013.